Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient involvement in this event. Upon evaluation of the customer's device, stryker observed that the device's control panel is no longer functional. As a result, the device may be unable to perform automatic CPR on a patient, if needed.